Manufacturer narrative:
A stryker technician evaluated the device and could not duplicate the issue. The device itself was not found to be faulty. However, the technician confirmed the electrode pads sent in with the device were disconnected from the wire connecting it to the device. The technician also found the magnet was missing from the lid of the device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. A new set of electrodes were installed, and a new lid was installed on the device. Proper device operation was observed through functional and performance testing and the device was returned to the customer for service. A clinical review was completed and it was determined the device may have contributed to the patient's outcome. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device never recognized the patient during a cardiac arrest. In this state the device may not be able to deliver defibrillation therapy if needed. The patient in this event is deceased. A clinical review was completed to determine contribution.